Event description:
It was reported that the pt's catheter dislodged. The catheter was revised, date was not specified. After the revision, the pt had overdose (od) symptoms. The hcp lowered the dose; the pt was fine for 10 days with adequate relief. After 10 days, the pt started having withdrawal symptoms of itching, spasms of the leg, and increased spasticity. The pt experienced more issues at night. The pt did respond to boluses. No issues were found in the pump logs. Rotor and dye study were performed; no anomalies were found. The hcp emptied the reservoir to check the accuracy of the pump; the exact amount expected was found. The pt's cpk was 1300. The hcp was going to perform more tests to rule out why the cpk was high. It was felt the catheter might have been kinking based upon the position of the pump in the pocket, causing withdrawal symptoms. The pt underwent a revision to the pocket site. The surgeon revised the pocket and repositioned the pump to allow it to lay flat. The pump was not flipped. The pump connector was replaced; the pump connector seemed to come off when the hcp tugged on it. The catheter was not replaced. The drug in the pump was baclofen. The pt was in stable condition and recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.